Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they saw a large air bubble. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was rewound with a reservoir in place. The customer stated that the insulin was not stored in room temperature. The customer stated that they were able to push all the air bubbles out but too much insulin came out. The reservoir will not be returned for analysis.